Event description:
The initial report of this se 2240 was submitted on 16 may 2011.see report number 1423500-2011-05999. The initial report was submitted in error witihin report number 1423500-2011-05999.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.